Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast prosthesis through magnetic resonance imaging. As a result, the patient will undergo removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(4) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 28, 2022, mentor completed a visual evaluation utilizing a photo of the breast implant device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).